Event description:
Allegedly, eprd reported 12 new complications for advance® tibial inserts re-revision (5 infections, 1 loosening, 4 other and 2 unknown). No further information was reported. This incident is capturing 2 unknown.